Event description:
It was reported that the pump would be removed due to infection. The pump contained baclofen, dose of 140mcg/day. Patient and device information were not provided. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).